Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. No image or video clip for the reported event was available for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged the mcs tip cover accessory was damaged during a da vinci assisted procedure. It is unknown what caused the damage or where the damage was located on the mcs tip cover accessory. In the event the mcs tip cover accessory is compromised on the gray silicone area, it is possible for energy to discharge in an area other than the instrument tip. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following sections for additional information: d4 (model #, unique identifier #), d9, g3, g6, h2, h3, h4, h6, h10 d02- intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint of tip cover damage. The mcs tip cover was found to have tearing at the mouth on the distal end. The tear is axially aligned with the tip cover and measures approximately 0.114¿ in length. There are no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of tears/torn tip cover-accessory is attributed to a component failure.